Event description:
It was reported that the programmer had damage and the touch screen would not calibrate. The programmer has been returned for repair. No patient complications have been reported as a result of this event.

Event description:
It was reported that the programmer exhibited an error message during a device follow up. The programmer will be returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event. It was noted that the stylus was out of calibration. (B)(4).

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event. It was noted that the stylus was out of calibration.